Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4. The technician was unable to confirm the video failure. The monitor was connected to the baton, powered on and left for more than ten (10) minutes. The video image remained constant during testing. The glidescope avl video baton 3-4 was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends. Upon review of the device history for serial number (B)(4) , it was determined that the device was manufactured on (B)(6) 2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the monitor screen was sometimes green and appeared as if there was no image from the baton. A delay in the procedure of an unknown duration occurred as another glidescope avl system was obtained. No harm to the patient or user was reported.